Event description:
It was reported that "the (B)(6) registry report (data from (B)(6) 1999 to (B)(6) 2009) contains analysis comparing the eius uni-compartment knee device with all other unicompartmental knee devices. They have identified this combination as having a significantly higher revision rate."

Manufacturer narrative:
If additional info becomes available, it will be submitted in a supplemental report.